Manufacturer narrative:
This is the same event as 3010536692-2014-01156. This event occurred in (B)(6).

Event description:
Allegedly primary surgery was performed on (B)(6) 2009. The surgeon found the rise for metal ion value in the blood at routine medical checkup. So the surgeon performed the revision surgery on (B)(6) 2014. Medium activity level.